Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement freestyle libre reader. The replacement device was issued as customer had reported the reader would not power on with either button press or test strip insertion. Due to delivery delay, customer reported experiencing an adverse event in which they had tremors and a loss of consciousness. The customer was treated with glucagon injection by a third-party (partner). There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a delivery delay with a replacement freestyle libre reader. The replacement device was issued as customer had reported the reader would not power on with either button press or test strip insertion. Due to delivery delay, customer reported experiencing an adverse event in which they had tremors and a loss of consciousness. The customer was treated with glucagon injection by a third-party (partner). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strip. Visual inspection was performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or universal serial bus (usb) cable insertion. The reader was connected to a computer and the reader was not recognized. The reader was de-cased and the battery voltage was measured as 0 v (acceptable range is 3.7v to 4.2v). The reader was placed into the printed circuit board assembly (pcba) test fixture and pressure was applied to the central processing unit (cpu). The reader did not power on. The returned battery was then replaced with a new unused battery. The reader did not power on. The reader (with new unused battery) was placed back into the test fixture with pressure to the cpu and the reader did not turn on. Measured y1 crystal using the oscilloscope, observed the crystal¿s frequency output to be 0mhz. (Acceptable limit is 8mhz). Replaced crystal y1 with known good and observed reader to turn on. Set time and date and able to confirm uom (units of measurement); therefore this complaint is confirmed to faulty y1 crystal. All pertinent information available to abbott diabetes care has been submitted.